Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 400cc saline, catalog #3502400, lot #6415124, sn #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient underwent breast augmentation revision with mentor smooth round moderate plus profile 400cc saline breast prostheses. The patient noticed that the left breast prosthesis was leaking and flat. As a result, the patient underwent unilateral removal and replacement with mentor smooth round moderate plus profile 400cc saline breast prosthesis and closed capsulotomy on the right breast on (B)(6) 2018. This medwatch form is for the right breast prosthesis.